Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during a regular follow-up check on 2 november 2022 eight episodes of noise oversensing were observed. It was found that the ventricular lead (petite 52erb) impedance was 200o or less on (B)(6) 2022, the polarity switch was activated, and it was switched to unipolar. As reported the patient was admitted to another hospital on (B)(6) 2022 and the subjected lead was replaced at the same day. Neither the subjected lead nor the associated programmer files are available for analysis.